Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 7045182 / 7045394 / 7045396.

Event description:
It was reported that the patients implant site were the extensions were added in between the lead and the ipg site in the upper buttock was open. Symptom of drainage was noted in the site. The patient was bandaged up again and was sent to the emergency room (ER). The patient was prescribed with antibiotics and had the wound washed out and closed. No further information has been obtained despite good faith efforts.